Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against lot 2390263. One add'l report was identified against lot 2402800. The device was not now or previously provided for examination. The device history record review found no anomalies. Per the reporting, pt x-rays are not available. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of pain, possible metallosis.